Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
During a breast biopsy procedure, the biopsy needle failed to extract tissue samples. After multiple attempts, the needle also failed to charge. A different brand of biopsy needle was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and 2 similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was able to be successfully charged and collect sufficient sample in d mode. However, the product evaluation was able to confirm that insufficient sample did result when the device was fired in a mode, and the root cause of the failure could not be determined. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.